Event description:
Rptr had initial bilateral augmentation mammoplasty using another co's implants on 5/2/79. She had the right implant replaced with another implant due to deflation, on 4/2/82. On 11/9/84 rptr had bilateral open capsulotomy and exchange of prosthesis on the left with this co's prosthesis. Rptr has also experienced the following: prolapsed mitral valve, folded edge of prosthesis, several lesions (benign), pain and burning in breasts, arm, low back, leg, hip, ankle, and knee, morning stiffness and swelling, positive ana, connective tissue disease, rheumatic symptoms, burning left breast 6/25/92, closed capsulotomy 11/20/80, deflation of prosthesis, kidney infections, bowel bleeding, capsular contractures, muscle fatigue, swelling of hands/fingers on occasion, fatigue, general aching/stiffness, cold feet/hands and she feels stressed and nervous. (Same rptr of medwatch 1000551.)